Event description:
User alleged that the meter was not working properly. "Not storing readings and giving multiple error messages". After several tries, eventually meter will take reading , but will not store information. Customer has to use multiple strips per blood test.